Event description:
It was reported that the patient experienced a shocking and jolting sensation for the past six months, which resulted in several falls. The patient was not able to pinpoint any positional changes that may trigger the shocking sensation. Impedance testing was performed at 3.5v, as the voltage could not be increased due to patient discomfort (recommended performing at 4v). Impedance measurements were normal. The 0 and 2 bipolar pair showed ???, which indicated an accurate impedance measurement could not be obtained at the programmed settings. Troubleshooting results were pending. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.